Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0689 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient experienced intermittent swelling near the PICC insertion site with flushing of the PICC line. Upon assessment, noted to be tissue swelling near insertion site with flushing of the red lumen of the dual lumen groshong PICC line. White lumen flushes well with brisk blood return. It was further reported that the PICC line was pulled out approximately 2 cm and reflushed, and there is a hole in PICC line and flush is squirting out with flushing. The PICC line removed as per protocol and peripheral IV was initiated until PICC line can be replaced. Patient reports that when staff had been flushing PICC line earlier in day, they had been pushing very hard during flushing in order to achieve patency.